Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection showed the inflow pressure sensor was stuck. Functional inspection : the pump booted up and the critical error log was also reviewed. E16 errors were present. The following functional test were performed: an inflow/outflow cassette tube set was inserted into the pump and connected with a crossfire console using a firewire cable. The crossfire had a footswitch, shaver, and rf probe connected. The crossflow tube sets were connected to a water source and joint test fixture that included a pressure sensor transducer. It was noticed that the pressure on the pump stayed at zero, while the actual pressure detected by the pressure sensor transducer were all over the set pressure. Manual pressure was checked manually and failed. Installed new inflow housing assembly. Performed the functional tests again and passed. Probable root cause could be defective sensor mechanism. In sum, the unit was returned and the failure mode was confirmed.

Event description:
It was initially reported that the pump was pumping too much fluid and displayed an error code. Further details revealed that the pump was used during a knee procedure, which observed swelling. There was no surgical delay, medical intervention or adverse consequences during the procedure and the surgery was completed successfully with another pump.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was initially reported that the pump was pumping too much fluid and displayed an error code. Further details revealed that the pump was used during a knee procedure, which observed swelling. There was no surgical delay, medical intervention or adverse consequences during the procedure and the surgery was completed successfully with another pump.